Event description:
A report was received that the patient had a pocket revision because of a non-device related fall that caused the ipg to move into an uncomfortable position for the patient. The physician moved the ipg site to a deeper location. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.